Event description:
It was reported that while inserting the cement into the cement gun it became harder than usual. It was found that there were something like grains in the cement. There was no adverse consequence for the pt or delay in surgery or anesthesia time.